Event description:
It was reported by service report that the head end litter cover was broken, exposing sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Head end litter cover.